Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hard ware low level alarm. Customer¿s blood glucose level was 248 mg/dl. Customer was able to clear the alarm. Customer received request to rewind insulin pump and unable to complete insulin pump rewind. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.